Event description:
Pt had right cochlear implant inserted in 2004 for profound hearing loss. Returned to surgery in 2005 for failed cochlear implant right ear. Cochlear implant was removed and another cochlear implant was implanted.